Event description:
My son had a infection in his eye. Dr. Prescribed tobramycin for conjunctivitis. It has cleared up. However, today I learned that complete moisture plus has been recalled. This is the solution he uses for his contacts. I'm not sure it's related or not. What I've read it is very hard to detect acanthamoeba keratitis vs. Conjunctivitis. My concern is if the conjunctivitis or ak is gone? His eyes appear okay. And we are getting rid of all moisture plus. He has not worn the contacts. Dates of use: 2007. Diagnosis: contact lenses. Event abated after use: yes.